Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient undergoing posterior l umbar interbody fusion. For lower segment cesarean section (lscs). It was reported that although there were no problems with the capstone control ptc 6° 12×22 placed on the right side of l3/4 immediately after installation, a bone transplant was placed on the midl ine and a cage of the same size was placed on the left side. After that, the cage was dropped near the outer psoas. The physician determined that removal from the back was difficult, and that there was no adverse effect on tissue such as blood vessels, so the cage was left as is. On the right side of l3/4, capstone ptc 12×22 was placed and the procedure proceeded to screw insertion. There was delay of less than 60 mins. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.